Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: intuitve surgical inc., (isi) reviewed the site history and determined that a duplicate complaint was created for same incident. Therefore, following dates were rectified: g3 in the initial MDR updated to 05/07/2025. Event date under section b3 updated to 05/07/2025.

Event description:
Refer to h11 for follow-up information.